Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this right ventricular (rv) lead had infection and perforated. Due to cardiac perforation and infection, a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted through thoracotomy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had infection and perforated. Due to cardiac perforation and infection, a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted through thoracotomy. No additional adverse patient effects were reported.